Manufacturer narrative:
This has been reported under mw5076441. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was intubated in the afternoon by anesthesia. Later in the afternoon, the staff was having difficulty ventilating the patient and the patient was able to vocalize around the tube. The patient was reintubated by the sicu attending. After the reintubation, the sicu attending examined the tube and found a defect in the balloon. Not long after the reintubation, the patient was having low expiratory volumes again and the balloon of the new ett was not holding air either. There have been several other balloon failures noted by staff. None identified on this patient nor the other patients where the balloon issue occurred. Staff has been instructed to save the wrapping from future events where balloons are found to be defective.